Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon popped on both items. Called down for a new one both times. Extended operating room time. There was no bleeding reported in excess of 250 cc. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).